Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta)/stenting procedure of the common iliac artery, it was reported that the physician tried to deploy a 7x40 smart control stent at the lesion but the stent could not be deployed as usual. As the physician felt that the control handle was rotated free, he stopped using the device and removed it from the patient without stent deployment. Preliminary evaluation of the returned device revealed that the stent was protruding from the distal tip. This protruding occurred in the patient as the physician attempted to rotate the dial to deploy the stent. A new smart control stent (same size) was used to successfully complete the procedure. There was no patient injury reported. After the procedure, the physician found that the distal tip of the stent was bent. The lesion was heavily calcified and moderately tortuous with a 90% stenosis. A contralateral approach was made from the left femoral artery. After pre-dilatation with a balloon catheter the smart control was delivered to the lesion where the physician tried to deploy the stent, but the stent could not be deployed. The product was stored, inspected, prepped, and handled according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The sds did not have to pass through any acute bends nor was difficulty encountered while advancing/tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. There was no difficulty or resistance noted while crossing the lesion with the stent and the sds did not have to pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion and removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient as instructed in the IFU. Unusual force was not applied during deployment of the stent. One non-sterile smart control, iliac 7x40 was received coiled inside a plastic bag. Unit was partially deployed (2mm). One kink was observed at 4.5cm from ID band also other kink was observed at 1.5 from distal tip end. Locking pin was not received. Tuning dial was correctly assembled. No other discrepancies were found. Deployment process test was performed according to procedure and no anomalies were found. Tuning dial test was performed according to procedure; slider did not present resistance on rotating the tuning dial. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported ¿catheter tip - smart/flexstent/smart control/precise - kinked/bent-in patient¿ by the customer was confirmed due to the condition that was received the unit. The exact cause of the failure could not be conclusively determined; however it does not appear to be manufacturing related. Controls are placed at the final assembly and packaging processes to detect this kind of issue. Neither the DHR review nor the analysis suggests that the failure is related to the manufacturing process. Therefore no actions were taken. The failure reported "sds - deployment difficulty-partial deployment" was confirmed. The exact cause of the reported failure could not be conclusively determined; however it does not appear to be manufacturing related since during dimensional and functional test no anomalies were found and the stent could be deployed. Neither the DHR review nor the product analysis suggests that the failure is manufacturing related. Therefore no actions will be taken. The failure reported ¿turning dial (smart control only) - rotation difficulty¿ was not confirmed since tuning dial test was performed without any problem. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. With the information available and without films of the event a clinical conclusion cannot be drawn. However, it is possible that the kink found on the device interfered with attempted deployment. This may have been caused by vessel or procedural characteristics during advancement of the device to the lesion.

Manufacturer narrative:
There was no difficulty or resistance noted while crossing the lesion with the stent and the sds did not have to pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion and removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient as instructed in the IFU. Unusual force was not applied during deployment of the stent. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Review of lot 16008436 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
During a percutaneous transluminal angioplasty (pta)/stenting procedure of the common iliac artery, it was reported that the physician tried to deploy a 7x40 smart control stent at the lesion but the stent could not be deployed as usual. As the physician felt that the control handle was rotated free, he stopped using the device and removed it from the patient without stent deployment. He suspected the dial would not engage proper gear. Preliminary evaluation of the returned device revealed that the stent protruding from distal tip. This protruding occurred in the patient as the physician attempted to rotate the dial to deploy the stent. A new smart control stent (same size) was used to successfully complete the procedure. There was no patient injury reported. The device was clinically used and will be returned for analysis. After the procedure, the physician found that the distal tip of the stent was bent. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was (B)(6)%. A contralateral approach was made from the left femoral artery. After pre-dilatation with a balloon catheter (5/40mm aviator plus, cordis) and crossed the lesion with a guidewire (radifocus, terumo), a the smart control was delivered to the lesion. Then the physician tried to deploy the stent, but the stent could not be deployed. The product was stored, inspected, prepped, and handled according to the IFU. There was nothing unusual noted about the stent delivery system prior to use.target lesion characteristics (i.e. Diameter, length) are unknown. The sds did not have to pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site.